Event description:
Reporter stated that in (B)(6) 2015 he had swollen legs and needed compression pump to relieve the swelling. Bio compression systems delivered a pump and a rep demonstrated to him how pump is used. On the second day of use, reporter experienced skin irritation on both legs, redness, painful to touch and discoloration. Reporter immediately stopped using pump and called rep. He has a history of cellulitis and was treated with antibiotic. Reporter is currently in pain with swelling and discomfort.

Event description:
Add'l info received from reporter on 02/01/2016: pt now reported that he has not had a history of cellulitis but experienced cellulitis after use of the mentioned device.